Event description:
Pt was treated in september 2003. Thermage was notified of event in 02/2004. Pt developed indentations, on forehead, approximately 3 1/2 months post treatment. Follow-up in 06/2004; doctor stated that all the indentations have resolved completely. In 06/2004 doctor contacted thermage that he thought the indentations were resolved but was wrong. The pt still has 20-30% of their indentations. Botox was administered to the patient's glabella. Most current follow-up in 09/2004; condition is unchanged. The pt still has about 20-30% of their indentations.